Event description:
Approximately 2.25 hours into a scheduled 3 hour hemodialysis treatment, patient was found non-responsive. Most recent vs (10 minutes prior): b/p 141/54, pulse 98. The venous line was noted to be disconnected with hemaclip still in place. The venous bloodline and cvc venous line were clamped. The blood pump was stopped. Patient was placed on left side, oxygen applied and 911 called. AED was applied; CPR was initiated. A total of 400 ml normal saline was infused; two shocks administered with AED. Patient was transported to the hospital via ems where she later died.